Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, auto mode switching episodes due to far-r oversensing were observed. It was only occurring when negative hysteresis was active. Programming changes were made and the issue was resolved.